Event description:
It was reported that the procedure was to treat the proximal superficial femoral artery (sfa) with mild calcification, mild tortuosity and 60% stenosis. The 8x80 mm absolute pro self expanding stent system (sess) was advanced to the lesion however the thumbwheel was stuck and the stent completely failed to deploy. The stent was not exposed or flowered. The device was removed without issue and a new absolute pro sess was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. Returned device analysis identified that the handle was partially separated and some of the pegs were separated. The account was not aware of the separation. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure were able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the interaction with the mildly calcified, mildly torturous and 60% stenosed anatomy and/or inadvertent mishandling resulted in the noted stent sheath kink preventing the shaft lumens from moving freely; thus resulting in the reported/noted mechanical jam and the reported/noted activation/deployment failure. The noted partially separated handle halves and the noted separated six handle pegs likely occurred due to mishandling post procedure or during packing for return analysis. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The absolute pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.